Event description:
Customer reported that when the mat is moved from the location it has been resting on the floor, there is a slippery substance that is not visible. Customer reported you can not see or feel it, but stepping onto the location is like walking on ice. More information received is that the staff is still having issues with the floor being slippery where the mats have been even after the cleaning solution was changed. The customer did not provide a date when this was discovered. There was no incidents or injuries reported.

Manufacturer narrative:
Product has been requested to be returned, but has not been received.(B)(4).